Event description:
A tissue viability specialist reports on (B)(6) 2014 the pt developed a "moisture lesion' around the anal/peri anus area and further reports when assessing the pt on (B)(6) 2014 the lesion appeared 'much worse' presenting as a grade 3 pressure area. The flexi-seal fms was removed from the pt on (B)(6) 2014. The tissue viability specialist states the tissue damage may be attributed to the pt being in a 'sitting position which ' resulted in the tubing causing pressure on his skin'. The tissue viability specialist states the flexi-seal fms was in place approximately 21 days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional pt/event details have been requested. Should additional information become available, a follow-up report will be submitted.